Manufacturer narrative:
(B)(4). The customer returned one connector assembly from a hemodialysis kit for evaluation. Signs of use were observed. Visual analysis revealed scratches on both luer hubs. A crack was observed in the red arterial luer hub. No other defects or anomalies were observed on the returned sample. The returned sample was tested per the instructions for use (IFU) provided with this kit. The IFU states "flush hub connection assembly with sterile normal saline for injection and clamp extension lines to contain saline within lumen(s)." A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from either luer hub. A manual tug test confirmed both luer hub were securely attached to their respective lumens. A device history record review was performed, and potential findings were identified. Several non-conformances were initiated for lots 13c23b2287, 13c23d0458 and 13c23b1957 regarding "juncture hub leaked in use" for material j-71524-001a. Review of the non-conformances revealed that the failure mode of this complaint is not the same as addressed in the non-conformances. The IFU provided with this kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The report of a cracked luer hub was confirmed through investigation of the returned sample. Visual analysis revealed that the red arterial luer hub contained a crack and damage consistent with overtightening or repeated tightening of the hubs. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found the luer hub/fitting has crack during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00052 and 9680794-2025-00051.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and potential findings were identified. As no sample was returned for investigation, it could not be determined if the findings were relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found the luer hub/fitting has crack during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00052.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the luer hub/fitting has crack during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00051.